Manufacturer narrative:
This is a final report. The cause of the defect is considered to be wear and tear on the illumination unit in a device that is older than 18 years. Dust was found between the cooling fins (heat dissipation fins) of the xenon lamp module cooling element. There is a high probability that the dust caused the reported smoke. Based on the identified root cause along with the review of the complaint statistic, it can be concluded that the reported issue is an isolated component failure with no indication of design or manufacturing issues and no evidence of an adverse trend. The customer has been informed that support for this model has been discontinued, it has been phased out. There are no replacement/repair parts available. The customer was advised to take the affected m520 oh3 out of service.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from japan stating that a m520 oh3 emitted smoke during a surgical procedure. The case was completed with another device. There was no patient injury reported.